Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of a leaking filter was confirmed. No anomalies were noted during initial visual inspection. Functional and pressure testing was performed; leaking was confirmed at the filter. The cause of the leak was a damaged filter vent membrane. However, the root cause of the filter vent membrane damage is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of d10 was noted to be leaking at the filter after 15 hours of infusion. No patient harm reported.